Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air/water cylinder and the air/water tube, connecting tube had foreign objects, c-cover had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to data error of scope identification (ID), the scope error (e217) occurred. The most probable cause of the complaint "the scope error (e217) occurred, c-cover had corrosion" was cause traced to component failure. The most probable cause of the complaint "white foreign material in the air/water cylinder and the air/water tube, connecting tube had foreign objects" was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had displayed error e217. The issue was identified during device inspection for use. There was no patient involvement.